Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon would not deflate. The user tried cutting the inflation lumen with no success. Eventually the catheter balloon was burst by percutaneous puncture. Per additional information per ibc via email 30oct2019, there were no missing pieces to the burst balloon.

Event description:
It was reported that the catheter balloon would not deflate. The user tried cutting the inflation lumen with no success. Eventually the catheter balloon was burst by percutaneous puncture. Per additional information per ibc via email 30oct2019, there were no missing pieces to the burst balloon.

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. The sample has been evaluated and no abnormalities or blockage was noted on the lumen of the catheter. However, due to poor sample condition of the returned sample, a complete evaluation could not be performed. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The exact cause on how and when problem occurred could not be determined. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿(1) do not inflate the balloon in the urethra. (The urethra may be injured). (2) do not pull the catheter hard. (The bladder/urethra maybe injured). 2. Applicable patients. (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications: 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1) do not use on patients who are or have been allergic to natural rubber latex."